Event description:
Ous MDR. After an implantation period of 11 months, oversensing associated with inappropriate charging procedures were reported. No worsening of the pt's health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.